Event description:
A consumer reported that he experienced irritation while wearing the first air optix aqua multifocal lens from a multipack on (B)(6) 2013. He removed the lens and discarded it. The following day his left eye became red, inflamed, and watery. He stated that one day later he lost vision in the eye and that it became swollen and mucopurulent. He sought medical attention and was advised that his left eye was infected due to bacteria caused by the extended wear lens. Additionally, an ulcer developed on the cornea across the pupil. He stated that his left eye currently has little vision. He stated that treatment prescribed was gentamycin every hour, then four times a day. Prednisolone acetate every hour, then four times a day, vancomycin every hour, then four times a day, tobradex every hour, then four times a day, and cyclodol every four hours. On (B)(6) 2013, the patient indicated that he inserted the lens on (B)(6) 2013 and wore the lens continuously for 9 days without removing or disinfecting the lens. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4): the product was returned for evaluation and was found to meet specification. The device history record and sterilization record were reviewed and did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The package label states, the eye care professional should establish an extended wear period up to 6 continuous nights that is appropriate for each patient. Once the lens is removed, the patient's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. Lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the patient is away from the lens care products, the lenses may not be reinserted, but should be stored until they can be cleaned, rinsed, and disinfected. (B)(4).